Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with the blood glucose level of 247 mg/dl. Customer alleging that the insulin pump was under delivery due to blood glucose was not going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and manual injections. Customer stated that the drive support cap was normal. Customer performed displacement test and no reservoir was detected. The insulin pump will not be returned for analysis.